Event description:
In 2006, the 16 fr sheath was used to provide an access route to treat an aaa with components from another MFR. After a successful procedure, the physician pulled the sheath out and the right iliac artery tore, causing 1500ml of blood loss, hypotension and subsequently asystole. An aortic balloon was immediately placed up over the wire and functional aortic occlusion was performed. The pt's pressure came back. The pt had an emergent exploratory laparotomy with proximal and distal control obtained. An aortobifemoral bypass was performed. The pt tolerated the procedure well and was in stable condition with stable vital signs when sent to the post anesthesia care unit. It was reported the pt died due to multi-system failure twelve days later.

Manufacturer narrative:
Eval: no product was returned by the customer to assist in this investigation. Based upon the info provided by the customer, the dissection of the vessel occurred during the removal of the above product. This may have been technique related or due to the pt's anatomy.